Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 44 mg/dl. Reportedly, the customer entered the incorrect amount of carbohydrates when delivering a bolus. Bg was addressed via consumption of glucose tablets and carbohydrates. Recommendation was made for customer to consult with healthcare provider regarding bg level.

Manufacturer narrative:
G3 date on initial report corrected to 11/10/2020. G3 date on initial report corrected to 11/10/2020.